Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hypoglycemia (32 mg/dl) [hypoglycaemia]. Pen was having some functionality problem [device malfunction]. Novopen4 pen is hard and blocking during the application [device occlusion]. Due to the pengets locked,the canteen is not properly discharging the drug [incorrect dose administered by device]. Hyperglycemia [hyperglycaemia]. Case description: study ID: (B)(4). Study description: trial title: to support the patient in the beginning of treatment with novo nordisk products for diabetes mellitus and obesity. The patient is instructed on how to use, transport and store the products, and receives orientation by phone, site or in person by a nurse. Patient's height: 108 cm. Patient's weight: (B)(6). Patient's bmi: 12.86008230. This serious solicited report from (B)(6) was reported by a consumer as "hypoglycemia (32 mg/dl)(hypoglycemia)" beginning on (B)(6) 2021 , "pen was having some functionality problem(device malfunction)" beginning on (B)(6) 2021 , "novopen4 pen is hard and blocking during the application(device occlusion)" beginning on (B)(6) 2021 , "due to the pengets locked,the canteen is not properly discharging the drug(incorrect dose administered by device)" beginning on (B)(6) 2021 , "hyperglycemia(hyperglycemia)" beginning on (B)(6) 2021 and concerned a 4 years old male patient who was treated with novorapid penfill (insulin aspart) solution for injection, 100 iu/ml (dose, frequency & route used-4 iu, unknown) from (B)(6) 2021 for "type 1 diabetes mellitus", , novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", dosage regimens: novorapid penfill: (B)(6) 2021 to not reported; novopen 4: medical history included type 1 diabetes mellitus (duration not reported). Concomitant medications included - lantus(insulin glargine). It was reported that on (B)(6) 2021, the pen was having some functionality problem because the pen was hard and locking during application. The patient was presenting hyperglycemia and hypoglycemia since the start of the product and the chart remained the same until the time of report. On (B)(6) 2021, the patient's blood glucose was 32 mg/dl. Reporter believed, that must be due to the pen locking during application, that the canteen was not properly discharging the drug. On (B)(6) 2021, the mother applied the drug to her son at 8:30 am and when it was 10:50 am his blood glucose was 32 (unit not specified). Reporter said she wouldl continue using the drug until the return he will have with the doctor. Of effectiveness of novorapid and yes some problem with the pen. Patient ingested candy to treat the adverse event hypoglycemia. Needles were not reused and after application were not kept threaded into the system. Batch numbers: novorapid penfill: jr71g32; novopen 4: asku. Action taken to novorapid penfill was not reported. Action taken to novopen 4: was not reported. The outcome for the event "hypoglycemia (32 mg/dl)(hypoglycemia)" was not recovered. The outcome for the event "pen was having some functionality problem(device malfunction)" was not reported. The outcome for the event "novopen4 pen is hard and blocking during the application(device occlusion)" was not reported. The outcome for the event "due to the pengets locked,the canteen is not properly discharging the drug(incorrect dose administered by device)" was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was not recovered. Reporter's causality (novorapid penfill) - hypoglycemia (32 mg/dl)(hypoglycemia) : possible . Pen was having some functionality problem(device malfunction) : unknown . Novopen4 pen is hard and blocking during the application(device occlusion) : unknown . Due to the pengets locked,the canteen is not properly discharging the drug(incorrect dose administered by device) : unknown . Hyperglycemia(hyperglycemia) : possible. Company's causality (novorapid penfill) - hypoglycemia (32 mg/dl)(hypoglycemia) : possible. Pen was having some functionality problem(device malfunction) : possible. Novopen4 pen is hard and blocking during the application(device occlusion) : possible. Due to the pengets locked,the canteen is not properly discharging the drug(incorrect dose administered by device) : possible . Hyperglycemia(hyperglycemia) : possible . Reporter's causality (novopen 4) - hypoglycemia (32 mg/dl)(hypoglycemia) : possible . Pen was having some functionality problem(device malfunction) : possible. Novopen4 pen is hard and blocking during the application(device occlusion) : possible. Due to the pengets locked,the canteen is not properly discharging the drug(incorrect dose administered by device) : possible. Hyperglycemia(hyperglycemia) : possible . Company's causality (novopen 4) - hypoglycemia (32 mg/dl)(hypoglycemia) : possible . Pen was having some functionality problem(device malfunction) : possible. Novopen4 pen is hard and blocking during the application(device occlusion) : possible. Due to the pengets locked,the canteen is not properly discharging the drug(incorrect dose administered by device) : possible. Hyperglycemia(hyperglycemia) : possible.

Event description:
Case description: investigation result: novopen 4 - batch unknown. No investigation was possible, because neither sample nor batch number was available. Novorapid penfill 3 ml - 100 u/ml - batch jr71g32. The product was not returned for examination. A reference sample was examined macroscopically and analysed chemically. The reference sample was found to be normal. The results were found to comply with specifications. During investigation no irregularities related to the complaint was detected on a reference/reserve sample of the batch in question. Since last submission, the case has been updated with the following: -investigation result updated. -device tab, EU/ca tab device addendum tab (b, c, d and g codes) updated. -narrative updated accordingly. Final manufacturer's comment: (B)(6) 2022: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Repeated efforts to get back the device and batch number of the device was unsuccessful. No batch trend analysis or reference sample analysis performed. No confounding factors. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. H3 continued: evaluation summary: investigation result: novopen 4 - batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hypoglycemia (32 mg/dl) [hypoglycaemia]. Pen was having some functionality problem [device malfunction]. Novopen4 pen is hard and blocking during the application [device occlusion]. Due to the pengets locked,the canteen is not properly discharging the drug [incorrect dose administered by device]. Hyperglycemia [hyperglycaemia]. Case description: study ID: (B)(4). Study description: trial title: to support the patient in the beginning of treatment with novo nordisk products for diabetes mellitus and obesity. The patient is instructed on how to use, transport and store the products, and receives orientation by phone, site or in person by a nurse. Patient's height: 108 cm. Patient's weight: (B)(6). Patient's bmi: 12.86008230. This serious solicited report from (B)(6) was reported by a consumer as "hypoglycemia (32 mg/dl)(hypoglycemia)" beginning on (B)(6) 2021 , "pen was having some functionality problem(device malfunction)" beginning on (B)(6) 2021 , "novopen4 pen is hard and blocking during the application(device occlusion)" beginning on (B)(6) 2021 , "due to the pengets locked,the canteen is not properly discharging the drug(incorrect dose administered by device)" beginning on (B)(6) 2021 , "hyperglycemia(hyperglycemia)" beginning on (B)(6) 2021 and concerned a 4 years old male patient who was treated with novorapid penfill (insulin aspart) solution for injection, 100 iu/ml (dose, frequency & route used-4 iu, unknown) from (B)(6) 2021 for "type 1 diabetes mellitus", , novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", dosage regimens: novorapid penfill: (B)(6) 2021 to not reported; novopen 4: medical history included type 1 diabetes mellitus (duration not reported). Concomitant medications included - lantus(insulin glargine). It was reported that on (B)(6) 2021, the pen was having some functionality problem because the pen was hard and locking during application. The patient was presenting hyperglycemia and hypoglycemia since the start of the product and the chart remained the same until the time of report. On (B)(6) 2021, the patient's blood glucose was 32 mg/dl. Reporter believed, that must be due to the pen locking during application, that the canteen was not properly discharging the drug. On (B)(6) 2021, the mother applied the drug to her son at 8:30 am and when it was 10:50 am his blood glucose was 32 (unit not specified). Reporter said she wouldl continue using the drug until the return he will have with the doctor. Of effectiveness of novorapid and yes some problem with the pen. Patient ingested candy to treat the adverse event hypoglycemia. Needles were not reused and after application were not kept threaded into the system. Batch numbers: novorapid penfill: jr71g32; novopen 4: asku. Action taken to novorapid penfill was not reported. Action taken to novopen 4: was not reported. The outcome for the event "hypoglycemia (32 mg/dl)(hypoglycemia)" was not recovered. The outcome for the event "pen was having some functionality problem(device malfunction)" was not reported. The outcome for the event "novopen4 pen is hard and blocking during the application(device occlusion)" was not reported. The outcome for the event "due to the pengets locked,the canteen is not properly discharging the drug(incorrect dose administered by device)" was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was not recovered. Reporter's causality (novorapid penfill) - hypoglycemia (32 mg/dl)(hypoglycemia) : possible . Pen was having some functionality problem(device malfunction) : unknown . Novopen4 pen is hard and blocking during the application(device occlusion) : unknown . Due to the pengets locked,the canteen is not properly discharging the drug(incorrect dose administered by device) : unknown . Hyperglycemia(hyperglycemia) : possible. Company's causality (novorapid penfill) - hypoglycemia (32 mg/dl)(hypoglycemia) : possible. Pen was having some functionality problem(device malfunction) : possible. Novopen4 pen is hard and blocking during the application(device occlusion) : possible. Due to the pengets locked,the canteen is not properly discharging the drug(incorrect dose administered by device) : possible . Hyperglycemia(hyperglycemia) : possible . Reporter's causality (novopen 4) - hypoglycemia (32 mg/dl)(hypoglycemia) : possible . Pen was having some functionality problem(device malfunction) : possible. Novopen4 pen is hard and blocking during the application(device occlusion) : possible. Due to the pengets locked,the canteen is not properly discharging the drug(incorrect dose administered by device) : possible. Hyperglycemia(hyperglycemia) : possible . Company's causality (novopen 4) - hypoglycemia (32 mg/dl)(hypoglycemia) : possible . Pen was having some functionality problem(device malfunction) : possible. Novopen4 pen is hard and blocking during the application(device occlusion) : possible. Due to the pengets locked,the canteen is not properly discharging the drug(incorrect dose administered by device) : possible. Hyperglycemia(hyperglycemia) : possible.